Event description:
During an open gastric bypass procedure, the doctor was performed a gastro jejunostomy anastomosis with the device. After firing the device part of the staple line, at the 10 0'clock position, did not form completely. The case was completed by suturing. There was no pt consequence.